Event description:
Country of complaint: (B)(6). Tissue resistance/easy disintegration.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 25 closed samples and an open sample with the thread broken (thread is not degraded, it seems that the braiding cover was damaged during handling). Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 2.33 kgf in average and 2.21 kgf in minimum (ep requirements: 1.81 kgf in average and 0.91 kgf in minimum). We have performed a degradation test on the samples received (14 days in a 0.9 % nacl solution at 37ºc). The results are 1.87 kgf in average and 1.66 kgf in minimum and fulfil b. Braun surgical s.a. Specifications of 0.94 kgf in minimum. The values obtained are in the usual range for this thread and size. For your information and in accordance with novosyn instructions for use, about 75% of the original tensile strength remains after 14 days of implantation, about 40-50% after 21 days and about 25% after 28 days. The complete mass absorption of novosyn takes place at 56-70 days, when the tissue is normally perfused. Regarding the defect that the needle does not glide through tissue easily penetration force was tested. Penetration force for the first penetration was tested in five needles received and the results fulfill the needle specifications of 0.280 n in maximum. The values obtained are: 0.272n, 0.231 n, 0.225 n, 0.204 n and 0.234 n. Penetration test results of the needles during production and in the retain sample tested also fulfil product specifications. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.